Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the right coronary artery. Pre-dilatation was performed and a 3.5 x 15 mm xience pro stent was implanted in the distal rca and a 3.5 x 15 mm xience pro stent was implanted distally. The 3.0 x 18 mm xience pro stent delivery system (sds) was advanced; however, resistance was noted with the previously implanted stent, and the shaft separated outside the patient anatomy, near the hub. There was no damage noted to the implanted stents. The sds was removed without issue. Post-dilatation was performed and a non-abbott stent was placed in the distal rca to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: balance middleweight; stent: 3.0 x 18 mm resolute. (B)(4) - distal to stent. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported hypotube separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience pro instructions for use (IFU) states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. In this case, attempts to cross distally through the previously implanted stents likely contributed to the reported difficulty crossing. The xience pro is currently not commercially available in the us. The product code listed and the PMA # listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.